Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12401. It was reported, the patient experiences heating at the ipg pocket site with stimulation on, and the pocket site gets warmer when charging. The area is also swollen. A new charger was sent to the patient. Reportedly, the physician plans surgical intervention to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician.